Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: a vena cava filter was deployed at the level of l2-l3 in the appropriate position. (Expiry date: 04/2012); (manufacturing date: 05/2009). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient had pulmonary embolism post deployment, filter occlusion, and leg swelling. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A new bard g2 filter was deployed was placed at l2-l3 position in an appropriate position. Approximately, nine years and six months of post deployment, computed tomography of abdomen without contrast was performed. Two separate bard g2 inferior vena cava filters were observed. The first and more cephalad of the 2 filters was tilted to the right approximately 33° identified. A strut at the 12:00 position was bent to the left along the anterior wall of the inferior vena cava and projected into the anterior pericaval fat. Medial struts at approximately the 2 to 3 o'clock, and 4 to 5 o'clock positions were extending medial to the wall of the inferior vena cava, and project into the lateral wall of the aorta, and posterior to the aorta respectively. There was no evidence of hemorrhage, or periaortic fluid collection. Lateral struts were intact but extended lateral to the inferior vena cava wall in the adjacent pericaval fat. There were 2 struts which extended posterior to the inferior vena cava into the pericaval fat in closely abut the l4 vertebral body anteriorly no clear evidence of strut fracture or displacement was identified. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), material deformation, and filter tilt. However, the investigation is inconclusive positioning issue of the filter, occlusion of the inferior vena cava (ivc) and pulmonary embolism (pe) of post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 04/2012),g3,h6(device, conclusion). H11:g1,h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient had pulmonary embolism post deployment, filter occlusion, and leg swelling. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. A vena cava filter was deployed at the level of l2-l3 in the appropriate position. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical record review, the investigation is inconclusive for pulmonary embolism and obstruction within device as no objective evidence has been provided to confirm any alleged deficiency with the second filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date: 04/2012), device MFR date: (05/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient had pulmonary embolism post deployment, filter occlusion, and leg swelling. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.